Manufacturer narrative:
Investigation results were made available. Trend analysis: no trend considering the following event is identified: seizing between dome and expansion ball. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: it was reported that the dome centric implant could not be moved and jammed for no apparent reason. There was no patient contact. Another implant was used to finish the surgery. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: visual examination: the adjustable dome, the domelock expansion ball and the domelock expansion pin were returned for investigation. All returned components do not show any conspicuous damage. There are some small scratches visible on the outer surface of the domelock expansion ball. The returned dome was assembled with the returned expansion ball in order to test the functionality. The assembly between dome and expansion ball could be done without any difficulty. Afterwards, the expansion ball can be easily moved in the dome. The function of the dome and expansion ball is given. Review of product documentation: - anatomical shoulder¿ domelock® system surgical technique (lit.no. 06.02651.012) explains in detail how to assemble the domelock dome and ball-taper with the expansion pin on pp. 17-21. "Assemble the dome onto the ball-taper over the ring machined around the ball of the ball-taper, so that it is loosely assembled." The surgical technique states that after the correct size and position of the trial head is determined: "firmly tap the expansion pin into the assembled trial head construct, using the pin impactor to establish a firm connection between the dome ball- taper.the patient specific orientation of the dome is now pre-locked". Afterwards, "remove the pre-locked dome and place it into the assembly block. Using the assembly block, firmly impact the expansion pin into the pre-locked dome using the pin impactor. Continue to impact the expansion pin until the laser mark on the pin impactor is no longer visible above the assembly block. Root cause analysis: root cause determination using dfmea: - surgeon has a hard time to set the dome to the anatomical correct position due to dome sticks on the domelock expansion ball. Possible: it is possible that the dome and ball taper were not correctly assembled. Components which not mate properly due to interaction of parts outside of design requirements and intent (i.e. Instruments and implants form connections which are not desired). Possible: it is possible that the user did use another instrumentation as described in the surgical technique. It was reported that the dome centric implant could not be moved and jammed for no apparent reason. There was no patient contact. Another implant was used to finish the surgery. The dome, expansion ball and the pin were returned for evaluation. The investigation showed that the function between the returned dome and expansion ball is given. The assembly could be done without any difficulty. The rotation of the expansion ball in the dome afterwards could be also done. It cannot be explained why during the surgery a seizing was noted. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
The device history records were reviewed and found to be conforming. The device was received, the investigation is ongoing. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. An e-mail requesting additional information was sent to the appropriate representatives. (B)(4).

Event description:
It is reported, that during a surgery on (B)(6) 2017 the anatomical shoulder domelock®, dome, centric could not be moved and jammed for no apparent reason. The implant was not in contact with the patient and the surgery was finished in time (no delay) with an other device.